Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04075. It was reported the patient experienced uncomfortable stimulation in their abdominal area. X-ray imaging indicated that the patient's left lead migrated. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein both existing leads were explanted and replaced. Effective therapy was restored post-operatively.